Event description:
It was reported that on (B)(6) 2012, a xience v rx stent was implanted successfully in a saphenous vein graft and the patient developed an all over rash of unknown cause beginning around (B)(6) 2012. With a follow up visit on (B)(6) 2012, the patients' medications were changed from plavix to effient, taken off of amlopidine, and started on steroids to see if the rash would reside. Reportedly, the physician is unaware if the rash is due to the xience v rx stent, the contrast, the medication, or the latex gloves at this present time. The patient is at home and the rash continues. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) used in the saphenous vein graft (incorrect anatomy). There were no reported product deficiencies. The reported patient effects of hypersensitivity (allergic reaction) is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with saphenous vein graft (svg) lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.